Event description:
Additional information was received from the patient. It was reported that the cause of the inability to connect to charge the implant was the battery was out of life charging. The steps taken to resolve this was a new battery was implanted. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.